Event description:
The device was returned for valve 1 leak failure. During initial testing it was observed the device alarmed after a few moments of the pneumatic assmbly charging, consistent with a high leak rate failure. The pump was reverted to manufacturing mode and put through pneumatic hardware testing and failed consistent with a valve 1 leak failure. No additional damage was identified.

Event description:
The following has been reported: biomed reported: ""pump problems". Cleaned and ran test infusion. No alarms patient status unknown." Patient status unknown a preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.